Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 3.0x16 mm synergy¿ stent was implanted to treat the lesion and post-dilated with a non-bsc balloon catheter. After post-dilatation, a stent edge dissection was noted. The dissection was treated with a 3x12 mm stent in an overlapping manner, followed by post-to complete the procedure. No further patient complications were reported and patient's status was stable.